Event description:
It was reported on (B)(6) 2021, that on one of our nursing units there are defective (B)(4) --the bottom of the mask is missing an entire layer of fabric. Team members reported that these defective masks have been in use since last week. These defective masks would not have a good seal, but staff may not have recognized this. Float pool and agency nurses filling in on this nursing unit may not have routinely used (B)(4) masks and may not have been aware that the masks were defective. All of the defective masks have the same lot number and no masks were found that were defective and had a different lot number. Injury: at this time, unknown. There is potential exposure. It is believed at this time that these defective masks were only stocked on the one nursing unit. Actions taken: investigation has begun into this as a potential ppe breach that impacts multiple staff groups. All unit and leaders have been asked to remind their staff to perform an (B)(4) fit check (which is standard practice) and to pull and report any masks that do not give a good seal. All of the (B)(4) masks with the affected lot number have been pulled from inventory. It was found that not all of the masks with this lot number were defective. However, all were pulled and isolated. All areas with the (B)(4) masks had their stock switched out with product with new lot numbers.